Manufacturer narrative:
Product event summary: analysis confirmed the reported intermittent telemetry with the provided radio frequency (rf) head with non-skid pad stuck to the bottom of the rf head. When pad was removed from bottom of rf head, the rf head interrogated consistently. Analysis was unable to reproduce the programmer shut down and error message issue. However, recent errors were found in the programmer error log.

Event description:
It was reported that the programmer would not recognize the device. Additionally, the radiofrequency head only displayed yellow lights. It was also reported that the software for patient interrogation would not open and the programmer shut down and turned back on. The programmer still did not recognize the device. The programmer displayed a system error message. The radiofrequency head was removed and the programmer was restarted and the radiofrequency head was reattached. The programmer still would not recognize the device. The programmer was returned for repair. No patient complications have been reported as a result of this event.